Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) used 31gx8mm bd pen needle without a cover or tear drop label attached. Customer reported rear cannula end is broken and gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the pen needle was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found difficult to operate and with a broken needle. The following has been provided by the initial reporter: it was reported the rear cannula end is broken and it gets stuck. Verbatim: ¿ rear cannula end is broken + gets stuck.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found difficult to operate and with a broken needle. The following has been provided by the initial reporter: it was reported the rear cannula end is broken and it gets stuck. Verbatim: rear cannula end is broken + gets stuck.